Event description:
When discussing a patient's surgical history, a surgeon reported via clinic notes that a patient tended to have issues with pneumonia. The relationship between the pneumonia issues and vns is unknown. No additional information has been provided to date.

Event description:
It was reported that the surgeon did not believe that the patient's pneumonia issues were related to vns surgery. The physician reported that her notes regarding the patient's pneumonia were from the patient's account of her surgical history, and as she was not involved with any of the patient's previous surgeries, the physician could not specify the cause of the pneumonia. No additional information has been provided to date.